Manufacturer narrative:
Zoll medical corporation received the device and the device performed to specification. The device passed all testing including power cycling and power related testing using a known good test battery and ac power supply without duplicating the report. The device was recertified and returned to the customer. Review of the device log shows evidence that the device shutdown was due to low battery state as indicated by multiple low battery and shutdown warnings. There is no evidence of a shutdown that was a result of a device malfunction. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.